Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the wallgraft was deployed in the superficial femoral artery. The wallgraft was deployed successfully without injury; however, the aneurysm continued to pulsate after deployment.

Event description:
It was reported that a device leak occurred. A 9x70 wallgraft was deployed to treat an aneurysm. Once deployed, a leak was observed under angio. The physician waited for an additional 15 minutes, the leak was still observed and the aneurysm was still pulsating. The patient was recommended for surgery. The patient was noted to be in good condition.